Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen (90 worldwide incidents out of estimated 199,000+ procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Treating physician reported a patient who developed bilateral axillary abscesses 6 weeks post miradry treatment. Prophylactic antibiotics (bactrim ds bid x 7 days) were prescribed. Incision, drainage, and packing were performed and culture swabs were taken from the right axilla. Another set of antibiotics (bactrim ds x 10 days) were prescribed. Patient returned to the clinic 3 days after I&d of the right axilla. The abscess on left axilla was incised, drained and packed. The patient's symptoms resolved within 6 weeks post-treatment.